Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting occurred on (B)(6) 2011. The pump was exercised for 24 hours with no power interruptions occurring. Evaluation confirmed that the battery cap and battery compartment are intact. The complaint could not be duplicated on investigation.

Event description:
A family member reported that the pump has rebooted twice in the past two days without user intervention. She stated the battery was changed after the first reboot on (B)(6) 2011, and the pump rebooted again on (B)(6) 2011. She denied moisture or corrosion in the battery compartment, and stated that there was no structural damage to the battery cap and compartment. The family member confirmed that the battery cap was changed within the last four to six months, and that the cap tightens securely to the pump with no yellow o-ring visible. She stated that the patient has not experienced any blood glucose excursions related to the rebooting.